Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for an unrelated reason. Stored electrogram review noted a prior ventricular tachycardia and noise episode. Programming changes were discussed. No intervention reported due to the patient's unrelated unstable condition.